Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. The patient¿s physician prescribed neosporin and removing the device periodically for the rash. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.